Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported via phone call that customer was in emergency room and they via trying to give bolus. The customer¿s blood glucose level was 320 mg/dl. The customer could not recall how to deliver bolus. The customer mentioned there was an insulin flow blocked alarm while doing the fill tubing. The insulin pump will not be returned for analysis.